Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was received for the device being programmed to other than monitor plus therapy. The patient was brought into the clinic and upon further investigation it was found that they had a non-cardiac related procedure eleven days earlier at a different facility and was unintentionally sent home with tachycardia therapy programmed off in the device. Tachycardia therapy was programmed back on during the clinic visit. No adverse patient effects were reported.